Event description:
Customer reported superficial burns to up to 7 individuals, beginning in 2005. Two of the individuals had prior epi treatments without reported problems. Customer stated that they felt that their vasculight was running too hot since the previous service visit and/or since they changed their epi head. Per customer, most or all affected pts were treated with the same epi filter (695). During the 05/12/2005 service call, the fse did not find any problems with either the vasculight device or the epi head that relate to the safety incidents. During the previous service call on 03/08/2005, the fse found that the fast epi treatment head serial 8454 gave a calibration warning at startup; fse found that this treatment head had approximately 3300 shots since last calibration. Per the fse, head should be calibrated on a regular basis (suggest weekly depending on usage). Fse calibrated all available heads and cleaned transmission windows. Cleaned power meter and light guide.

Manufacturer narrative:
Based on the available details, it is not possible to rule out that improper calibration schedule and/or technique caused or contributed to the reported injuries. The vasculight operator manual states, "to provide accurate readings the power meter must be kept clean and free of dust." The operator manual also states, "if a treatment head has not been calibrated for some time, and it is replaced by a new head, the energy output of the new treatment head may be higher than that of the old head, for the same fluence setting. For this reason, it is recommended that caution be exercised when starting to use a new treatment head...reduce the fluence by 20% when using a new treatment head and perform several test patches before proceeding with treatment." Lumenis recommended additional training, which the customer obtained on 06/01/2005. Lumenis was unable to obtain details regarding medical intervention and complete treatment parameters, however, one individual had a small scar. In the original analysis, this incident was determined by lumenis not to be MDR reportable. This incident was later reclassified by lumenis as MDR reportable as a result of an internal audit and the FDA letter dated july 25, 2006.